Manufacturer narrative:
(B)(4). No insulin pump error noted during testing. Unit passed occlusion test, force sensor test, basic occlusion test, prime or seating test, rewind test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had moment in hall sensor detected alarm. Customer reported that the troubleshooting was performed. Insulin pump was not exposed to magnetic field. The customer was able to clear the alarm. Customer was able to rewind the insulin pump. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.